Event description:
It was reported that there were concerns of a premature battery depletion (pbd) for subcutaneous implantable cardioverter defibrillator (s-ICD) device. A battery depletion alert message appeared. Battery was 41% and 12 months later it decreased to 11%. Data analysis was performed, and confirmed that the power consumption was increasing in a gradual fashion. A boston scientific technical services (ts) consultant recommended device replacement. Device is beeping and remains in service. No adverse patient effects were reported.

Event description:
It was reported that there were concerns of a premature battery depletion (pbd) for subcutaneous implantable cardioverter defibrillator (s-ICD) device. A battery depletion alert message appeared. Battery was 41% and 12 months later it decreased to 11%. Data analysis was performed and confirmed that the power consumption was increasing in a gradual fashion. A boston scientific technical services (ts) consultant recommended device replacement. The device is beeping. Subsequently the device was explanted and successfully replaced. No additional adverse patient effects were reported. The device is not expected to return for analysis.

Manufacturer narrative:
This report captures the explant of this device and impact on the patient.